Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was an exploratory surgery performed on 2018-(B)(6). The extensions were tested using 355531 and an open circuit was found on contact 9, which correlated with the patient's symptoms and the impedances found on 2018-(B)(6). Both extensions were replaced and all the impedances were within normal range post-op. The explanted extensions will be returned. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was a report of out of regulation (oor) on the patient programmer. The patient experienced intermittent return of symptoms. Diagnostics/troubleshooting included testing impedance in multiple positions. The results of this testing indicated an open circuit on contact 9 when patient had their arm out straight. All electrode pairs involving contact 9 (c/9, 8/9, 9/10, 9/11) had impedances greater than 40,000 ohms. Impedances were normal when the patient was sitting upright with arms by their side. Surgery was planned for the same day as this report, but the event was unresolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found conductor #1 was broken 2.8 cm from the proximal end. Analysis of the extension (serial no. (B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640 serial# (B)(4), explanted: (B)(6) 2018, product type extension, product ID 3708640, serial# (B)(4), explanted: (B)(6) 2018. Product type extension. If information is provided in the future, a supplemental report will be issued.